Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy). The issue was resolved without sequelae (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on loss of efficacy on (B)(6) 2021 and wearing a pad in the day and changing this about 2-3 times and wears a brief at night and changes this 1-2 times. It was also stated that on (B)(6) 2019: patient states she can feel something sticking out. She recently lost over 60 pounds and the pocket is superficial and she hopes to lose quite a bit more. Patient states she loses weight every summer because she doesn't have an appetite(unrelated). Will wait and see how much weight she loses before moving forward. (B)(6) 2021: pain at her incision site, ipg is quite superficial and mobile. Due to weight loss and her diabetes(unrelated) we will wait to revise their battery pocket. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that it was no due to programming. And that the most recent interrogation prior to event: 10-sep-2018. Resolved without sequelae 18-jul-2019. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that it was reported that¿ patient called on¿(B)(6) 2018 and stated that their¿pocket incision was red. (B)(6) 2018 .¿pain in her buttock incision.¿ the¿pocket site has redness without warmth or swelling.¿. The incision is erythematous, indurated, and painful with light palpation.¿ hcp was¿ able to get fluid to come out of the incision with pressure. Has about a 1 cm area of redness around the incision.¿ possible infection of incision verses a seroma.¿¿as for action and intervention,¿medications administered specify action: keflex prescribed.¿¿resolved without sequelae (B)(6) 2018 . However,¿on¿(B)(6) 2018 device is working really good for them and they just thinks it worked a little better during her trial period. (B)(6) 2019: pt stated was having urinary frequency.¿ on¿ (B)(6) 2019 patient had¿urinary frequency has been terrible for the past month¿ and on¿ (B)(6) 2021 patient was¿ wearing a pad in the day and changing this about 2-3 times and¿¿wears a brief at night and changes this 1-2 times as they experienced loss of therapy. It was stated that was related to¿ device or therapy and not related to the implant procedure¿¿: switched to program 3. Action date: 15-may-2019 and¿reprogrammed action date: 06-apr-2021 device .¿resolved without sequelae (B)(6) 2021.¿ no further complications were reported/anticipated at this time.